Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was running and ran into a pole and the pump touchscreen became shattered as a result. Contact stated that customer is unable to access pump features and pump was inoperable. The customer's blood glucose was 133 mg/dl. Customer reverted to insulin injections for alternate insulin therapy.